Event description:
Customer hospitalized for high blood glucoses. The pump alarmed no delivery with an intermittent tone. Was able to clear alarm but did notice a strange alarm which he stated must have begun while he was asleep and he did not hear it.